Event description:
The customer reported via phone call their sensor was broken during insertion. The customer also reported a needle break when the enlite serter was placed on top of the sensor. Customer's blood glucose was 6.8 mmol/l. The sensor will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.